Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the main circuit board from the ac power adapter, which resulted in power up anomaly.

Event description:
It was reported that the patient came to the hospital and mentioned there was burnt smell on the merlin@home transmitter. Upon plugging the transmitter power adapter into a power outlet, the transmitter failed to light up. A new transmitter was issued to the patient on the same day.